Manufacturer narrative:
H11: additional manufacturer narrative: this is one the two manufacturer reports being submitted for this article. Related report number capturing additional events within the same article will be provided upon submission of supplemental report. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The date of the event is unknown, however, according to the article, the study period was from 1 january 2018 to 31 may 2023. Thus, the first day of the reported study period 1jan2018 was used as the implant date. Reintervention date was only known as prior discharge. Thus, 1jan2018 is being used to calculate the minimum implant duration. Saiydoun g, nassar e, saade s, et al. Mid-term outcomes after aortic valve replacement in patients under 70: a comparative study of inspiris resilia versus perimount magna ease bioprostheses. Interdiscip cardiovasc thorac surg. 2025;40(8):ivaf169. Doi:10.1093/icvts/ivaf169. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of medical article "mid term outcomes after aortic valve replacement in patients under 70: a comparative study of inspiris resilia versus perimount magna ease bioprostheses", the following event was identified as pertaining to an edwards device: two (2) patients with a valve model 11500a implanted in the aortic position underwent redo of aortic valve replacement before discharge due to unknown reasons.

Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: this is one of two manufacturer reports being submitted to this article. Reference to MDR report number 2015691-2025-07284 for additional event within the same medical article. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.